Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include redness, swelling, drainage and pain. The patient was prescribed with antibiotics and the physician believed that infection was procedure related. The patient's pocket site infection had cleared up and patient was doing well.